Manufacturer narrative:
(B)(4). This system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low pacing impedance measurements, including an out of range measurement. A lead safety switch was triggered and the lead was in unipolar configuration. Some noise was observed in unipolar. The lead safety switch was reset and the lead configuration was set to bipolar. No adverse patient effects were reported.